Manufacturer narrative:
(Initial reporter facility name): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the nevus during a colonoscopy procedure performed on (B)(6) 2021. During preparation, the physician found that the bands were adhered together. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed (B)(6), 2021. During preparation, the physician found that the bands were adhered together. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a04 captures the reportable event of during preparation, bands were found adhered together. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and the handle assembly were returned with the device. It was also noted that the ligator head returned with five bands attached and some of them were moved from their original positions and were overlapped. The bands did not present any damaged. The handle assembly presented marks showing that the trip wire was secured, and the slack was correctly taken up. It was noticed that the trip wire was partially rolled on the handle assembly indicating that it was used and rotated. Additionally, it was found that the trip wire was kinked. Further examination shows that one tooth of the ligator head was bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issue with the device were noted. The reported event was not confirmed as there was no damage to the bands. However, the bands were moved from their original positions indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in the movement of the bands. Additionally, the trip wire was found kinked. This could have been generated due to handling and manipulation of the device and/or the technique used during the preparation of the device. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction to block b5 (describe event or problem).